Event description:
On (B)(4) 2012, leica microsystems received a complaint from (B)(6) medical center regarding sub-optimal processing resulting in under-processed tissue from a protocol, which commenced in retort b on (B)(6) 2012 and completed on (B)(6) 2012, using peloris 11 tissue processor serial number (B)(4). The complainant also indicated that the odor of formalin was noted in all wax baths. The complainant was advised by the leica representative contacted to abandon the protocol running concurrently in retort a in order to mitigate possible tissue damage; to refrain from using the instrument until further notice and to continue processing of the 187 cassettes samples from the abandoned protocol using an alternative peloris tissue processor and the appropriate standard laboratory operating procedure. On (B)(4) 2012, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Conclusion code: investigation of this complaint determined that the root cause for the sub-optimal processing reported by the complainant from the "factory 6 hr xylene standard" protocol started in retort b at 19:28pm on (B)(6) 2012 was a use error involving inappropriate interactions between the device and the user in the period from 17:01pm on (B)(6) 2012 to 07:42am on (B)(6) 2012. The interactions resulted in overflow of formalin from bottle 1 into the air vent system and subsequent contamination of all remaining reagent bottles. Use of these contaminated reagents caused the sub-optimal processing identified by the complainant.